Event description:
It was reported through an article involving a supracore guide wire that the following patient effects occurred: radial artery spasm, radial artery occlusion, puncture site hematoma, pseudoaneurysm (with transient nerve injury), and radial artery spasm which improved after local compression. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. A conclusive cause for the reported vasoconstriction, obstruction, pseudoaneurysm, nerve damage, and hematoma and the subsequent unexpected medical intervention cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B3- for reporting purposes, the date of event/procedure will be estimated as 12/01/2022, one month prior to the publication date. D4- a partial UDI was provided as the lot number is not known.